Manufacturer narrative:
Explanted devices were returned for inspection and these were found to be within specifications. Device history record was reviewed and product was documented as being manufactured to pioneer surgical specifications. Upon further review of the films provided and conversations with the surgeon it was determined that the screws were disassociated prior to the completion of the initial surgery but were not identified by the surgeon. The surgical technique guide was reviewed and a precaution notification was sent out to all users of this system in order to further emphasize precautions against surgical techniques that may have contributed to this occurrence. See MDR 1833824-2013-00019 for corresponding device involved in this occurrence.

Event description:
Patient was one week post op when he experienced numbness. It was determined that three of the screws in the pedicle screw construct had disassociated. Patient was successfully revised with three new screws.